Event description:
Reported due to infection requiring surgical intervention. In 2005, the physician performed closure of an arteriortomy site with the perclose a-t (closer ak) device following an interventional procedure, a transcatheter arterial embolization (tace). The closure was successful and the pt was discharged to home. The pt received an unknown prophylactic antibiotic for the tace procedure. Reportedly, the facility neither re-preps nor re-gloves before closing an arteriotomy puncture. About 3 weeks later, the pt presented to the hospital with complaints of "high fever and edema." The pt was admitted to the hospital; wound cultures of the groin were performed and were positive for methicillin-susceptible staphylococcus aures (mssa). On an unspecified date, the pt was taken to surgery for an unknown surgical procedure. Duirng the pt's hospitalization pt received intervenous antibiotics, cefazolin, cefotaxime and fluconazole. Three weeks later, the pt was discharged to home "with restoration."